Manufacturer narrative:
No sample material was available for investigation. 6-7 coi is near hbsag ii "cut-off", since the confirmatory is always negative (e1g and e2g), this is a non-specific, false reactive sample, most likely due to a lack of pre-wash solution on the cobas 601. Taking all customer results into account, it seems that the sample was most likely a false positive for hbsag on e601. The customer follows the recommendations in the method sheet regarding confirmation testing. Negative hbsag result was confirmed on e601 and e801.

Event description:
The initial reporter alleged a possible false positive result with the hbsag g2 elecsys cobas e 100 v2 assay on the cobas 6000 e601 module. On (B)(6) 2025, the sample was tested on the e601 module, yielding an initial result of 6.78 coi (reactive). Two repeat tests on the same system produced results of 7.22 coi (reactive) and 7.02 coi (reactive), respectively. Confirmatory testing for hbsag on the e601 module was non-reactive. On (B)(6) 2025, the same sample was tested on the cobas e801 analyzer at the same laboratory. The initial result was 0.50 coi (non-reactive), and a re-test on the same system also yielded 0.50 coi (non-reactive). Hbsag auto confirm testing on the e801 was deemed not valid. Additional testing of the sample included anti-hbs (ahbs) at 37 iu/l, anti-hbc igm (ahbc-igm) at 0.062 coi (non-reactive), and anti-hbc (ahbc) at 2.07 coi (non-reactive). No further testing was performed on another e601 module as the laboratory only has one e601 module. Re-measurements for verification were conducted on the e601 module, yielding an hbsag result of 5.59 coi (reactive). Due to limited serum, no re-testing was performed. Manual confirmatory testing for hbsag was non-reactive. On the e801 analyzer, the hbsag result was 0.504 coi (non-reactive), and hbsag auto confirm testing was again deemed not valid. The confirmatory percentages for hbsag on the e601 and e801 were 92.2% and 93.7%, respectively.